Manufacturer narrative:
At this time, the customer cancelled the request for getinge to continue the repair of the iabp unit involved in this event, and advised that the cart will not be repaired as the customer decided to decommission the unit. The customer further advised that the unit was sent to the in-house technician to salvage parts. The iabp has not been cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that while servicing the unit, getinge field service engineer (fse) found that the cardiosave intra-aortic balloon pump (iabp) cart chassis was damaged. Specifically, it was reported that the cart chassis had the front three rivets sheared in half which left the cart with only one rivet holding the chassis together. There was no patient involvement, and no adverse event reported.